Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: to prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports ((B)(4)) submitted for devices related to the same event.

Event description:
It was reported from the (B)(6) by medical staff that an patient at home experienced a "connect battery" alarm while the battery was connected to the controller. The event happened multiple times with different batteries on port 1. It was stated that in one incident the battery indicator turned off and came back on again after a couple of seconds. The service report states the event date as (B)(6) 2015. The patient was prepped for the procedure; this was noted to be an inpatient procedure. Two rounds of cleaning were performed with approximate pump stop time of two minutes. The controller was exchanged. This action was reported to have solved the issue. No additional information was reported. This is report 2 of 2

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01813 and 3007042319-2015-01814) submitted for devices related to the same event.